Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive any product that was used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews could not be performed due to insufficient event date and product information.

Event description:
It was reported that during an unspecified number of da vinci-assisted surgical procedures, tissue became attached to the joint of the force bipolar instrument; and when it cannot be loosened, additional tissue is removed. As a result of the tissue entrapment, the intestine has been perforated, and the connective tissue has been damaged. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.